Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and could not duplicate the reported complaint of an electrical shock. The unit was connected to an alternate current (ac) outlet, and powered up. The multimeter was connected to several points on the unit housing, and no current or voltage was found. The unit was set to ventilate, and allowed to run overnight, and was checked again for current and voltage with none found. Electrical safety test was performed, and the ventilator passed all tests. The ventilator was again connected to an ac outlet, and allowed to ventilate overnight. The next morning, an electrical safety test was performed a second time, and unit passed all tests. During visual inspection, it was observed that the prongs on the ac cord were bent. The cse replace the ac cord. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, during use on a homecare patient, the clinician placed her hand on the front right top corner of the achieva ventilator and felt an electrical shock. The incident was reported to the homecare provider on (B)(6) 2014. However, the incident took place prior to this date (date unk). Upon being notified of the incident, the homecare provider had the ventilator replaced. There was no reported patient injury.